Manufacturer narrative:
A definitive root cause could not be determined. The analyzer is performing to specification.

Event description:
The customer alleged they received questionable calcium results for multiple patients on their p-module. The customer stated they received a reagent probe alarm. The customer stated the system was reset and operation was continued. The customer noticed there were calcium results that were questionable low for several patients and there was purple reagent on top of the cuvettes. The customer adjusted the reagent probe and the cuvettes were replaced. The calcium test was re-calibrated and the quality control results were acceptable. The customer provided data for 72 patients, of which six patients had discrepant results that were reported outside the laboratory. The patient samples were processed on the customer's modular pre analytics device and aliquoted into sample cups. The first patient's initial calcium result was 6.6 mg/dl. The sample was repeated on another p-module, and the result was 8.7 mg/dl. The sample was repeated on the original analyzer and the result was 8.85 mg/dl. The second patients' initial calcium result was 6.9 mg/dl. The sample was repeated on the original analyzer and the result was 9.1 mg/dl. The third patient's initial calcium result was 6.7 mg/dl. The sample was repeated on the original analyzer and the result was 9.3 mg/dl. The fourth patient's initial calcium result was 7.4 mg/dl. The sample was repeated on the original analyzer and the result was 8.9 mg/dl. The fifth patient's initial calcium result was 6.8 mg/dl. The sample was repeated on the original analyzer and the result was 8.7 mg/dl. The sixth patient's initial calcium result was 7.2 mg/dl. The sample was repeated on another p-module and the result was 9.7 mg/dl. The sample was repeated on the original analyzer and the result was 9.5 mg/dl. The repeat results were considered correct and issued as corrected reports. It was unknown if there were any adverse events. The customer stated there had been no reports of any adverse effects to the patients. The calcium r1 reagent lot number was 67365001 and the expiration date was 03/31/2014. The calcium r2 reagent lot number was 67317301 and the expiration date was 03/31/2014. The field service representative could not find the cause of the event. The problem was not reproducible. He checked the reagent probe mechanism and sensors and they were all ok. He verified the system was running to specification. The customer performed quality control and a patient run without issues.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.